Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and hospitalization. Customer advised their site went bad and they experienced diabetic ketoacidosis. Customer spent 3 days in the hospital and was wearing the insulin pump when they were admitted. Customer was hospitalized last year as well during easter.